Manufacturer narrative:
Changed/additional information added. G6 type of report - follow-up. H3 device evaluated by manufacturer - yes, evaluation summary attached. H10 investigation report reads as follows: review of the production records for tricht1120 lot no. 2019052850 found no similar nonconformances noted by production or quality control personnel during first article, in-process, or case packaging inspection. Although the initial complaint report did not identify the instrument. However, the customer then reported the instrument was a "long curved kelly clamp." The production records for the complaint kit identified the ea585 rochester pean forcep as the only curved instrument in this kit. Centurion's complaint history indicates no similar complaints have been reported for item ea585; therefore, this incident appears to be isolated. In an effort to heighten awareness of the issue, the vendor will be notified of this complaint; however, a root cause cannot be posiitvely identified at this time.

Event description:
It was reported the right tang broke off a long curved kelly clamp.

Manufacturer narrative:
Email received by (B)(6), (B)(6) hospital,(B)(6) with additional information related to this incident. Reporter states, "after making an incision over the 5th intercostal space a long curved kelly clamp while the instrument was closed, used the blunt end to forcibly penetrate about the 5th rib. Once inside the chest, I spread the kelly clamp to open the intercostal space and then pulled back while the clamp was open, this is when the right tang broke off the instrument into the patient's chest cavity." Reporter states, that immediately the rest of the instrument was removed and a finger thoracotomy was conducted to allow the chest cavity to decompress. Reporter states two surgeons "tried to feel the instrument piece" but were unsuccessful. Reporter states, the decision was made to "proceed with the rest of the procedure and insert the chest tube." Reporter states, patient was then taken to the operating room, and an exploratory laparotomy was conducted. Reporter states a 5mm camera was used to visualize, once the piece was identified it was removed. No report of serious injury however, due to the report of medical intervention this medwatch is being filed. There is no report of how the patient is doing currently. The sample is not available for return and evaluation. No further information. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported the right tang broke off a long curved kelly clamp.